Event description:
It was reported the pt (B)(6) is unable to increase his stimulation to an effective level. A diagnostic test revealed impedance issues for several lead contacts. Efforts to recapture effective stimulation via reprogramming have proven unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.